Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had critical pump error alarm. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Caller said critical pump error was displayed on the screen. Customer also had blank display but it was resolved after inserting new battery. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.